Manufacturer narrative:
Eval summary: wheelchair was inspected by the dealer who owns the demonstration wheelchair and the wheelchair was operating properly. The incident resulted from the client losing control while driving the wheelchair and not as a result of a malfunction of the wheelchair.

Event description:
A client was using a demonstration wheelchair and lost control of it while driving the wheelchair. The client fell from the wheelchair and suffered injuries. The wheelchair was operating properly and the sole cause of the injuries appears to be the client not driving in a controlled manner.